Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of balloon leaks involving a multi- hospital iab study. The information was reported in the 1994 issue of "perfusion"; volume 9: pages 87-94. This is a literature reference only. Event complications: none reported from the event. (Pt's current status: unknown.